Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient returned for re-evaluation of the implant site at tooth location #30 and a small amount of granulation tissue was noted on the mf margin. There was 10 mm probing depth on the distal and 8mm probing depth on the mf. The implant was noted to be non-integrated. The implant was removed using reverse torque, the area was finally debrided of all soft tissue down to healthy bone with the overall defect measuring approx. 6x8mm. The site was decorticated. Paresthesia along with pain were also reported. Co/ca/xe regeneross bone was mixed with prf exudate and used to graft the osteotomy. Prf membrane was placed overlying graft and secured with 3-0 chromic.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation was performed. Slight wear and debris however no damage to the implant was identified that would cause or contribute to the event. Markings due to the removal process. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, device malfunction has not occurred. No damage to the implant was identified that would cause or contribute to the event, the reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.